Event description:
The manufacturer received information that an everflo concentrator was present in a house at the time of a house fire. The pt expired as a result of the fire. The investigation is still ongoing and the manufacturer will submit a follow up report when the investigation is complete.